Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
"Device was on top of drape covering patient. On first attempt pressing the pedal nothing happened. Upon pressing a second time, the section of the drape where the device was resting caught fire."

Manufacturer narrative:
Correction to manufacturer name, city and state, on the manufacturer establishment name dornier medtech "laser" (B)(4). Also corrected the email address.

Event description:
"Device was on top of drape covering patient. On first attempt pressing the pedal nothing happened. Upon pressing a second time, the section of the drape where the device was resting caught fire."